Event description:
During a trial reduction, the provisional liner shattered while in pt. Surgeon removed as much debris as possible and lavaged. The provisional was radioluscent and could not be identified by c-arm.